Event description:
The registered nurse (rn) manager for a hospital dialysis unit reported to fresenius that a dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 8 minutes after treatment initiation. The leak was visually observed by the staff. The precise location of the leak was not provided. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Two blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was not provided. No patient injury or required medical intervention was reported. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Three lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on each of the lots and one nonconformance on one of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The registered nurse (rn) manager for a hospital dialysis unit reported to fresenius that a dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment. Additional information was obtained during follow-up. The reported issue occurred approximately 8 minutes after treatment initiation. The leak was visually observed by the staff. The precise location of the leak was not provided. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Two blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was not provided. No patient injury or required medical intervention was reported. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The registered nurse (rn) manager for a hospital dialysis unit reported to fresenius that a dialyzer blood leak occurred at the beginning of the patient's hemodialysis (hd) treatment. Additional information was requested however a response was not received. The patient's estimated blood loss (ebl) was not provided. There was no indication of a serious injury or required medical intervention as a result of the reported issue. No samples were returned to the manufacturer for physical evaluation.